Event description:
Pt. Stated he woke up during the night & found a baseball size wet spot on his bed from the kvo system attached to his PICC line. Upon arrival to the outpt. Dept., the ball in the system was empty, there was fluid in the tubing and the PICC line was flushed easily. No known pt. Sequela as a result of timely intervention of line change. This is the 2nd event associated with this same product (previous report filed 9/24/1999). The MFR reported to the dept there was a lack of glue in the tubing juncture that caused the initial problem. The products have been pulled from the shelves and will no longer be used by the dept.